Manufacturer narrative:
(B)(6) 2016 01:14 pm (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device will be investigated by a maquet service technician. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(6) 2016 01:01 pm (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that during patient treatment a pump failure occurred and handcranking was initiated. No patient injury was reported. (B)(4).

Manufacturer narrative:
The device was evaluated by maquet service technicians, first on site and then again at the maquet depot. The on site investigator reviewed the service logs which didn't reveal any abnormalities. He hooked the unit up to a test circuit and ran extensive tests to verify that the unit was functioning properly. He was unable to repeat any failures with this unit. He verified leakage and ground resistance were within specs. As a precaution he sent the unit to the maquet depot for further testing and two year system restore. The second investigation of the unit occurred at the depot; system restore, complete pm, calibration, full functional test and safety test as per the service manual were carried out, again the unit passed all tests. As no errors were found within the service logs of the device and no faults were found with the device itself, the most probable root cause of the incident is most likely to have been user error.

Event description:
(B)(4).